Manufacturer narrative:
Correction: b4 date of this report and g2:date received by manufacturer reported via initial report 6000034-2021-03270 is incorrect. The correct date should have been (B)(6) 2021. This report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on oct 19, 2021.

Event description:
Per the surgeon, the patient had hit his head and afterwards he experienced a decrease in sound quality. During surgery the surgeon concluded that the internal screw was loosened. During surgery the surgeon concluded that the internal screw was loosened. The magnet was successfully tightened (date unknown).